Manufacturer narrative:
H.6. Investigation: two samples were returned to sbdm, lot number is 1805042. Visual inspection of returned sample: sbdm inspected the stopper of returned sample vs normal sample, defective stopper was found in the returned sample. House sample inspection: sbdm inspected 10 pcs each from lots 1804182, 1805042 & 1805072, no abnormality was observed. Device history record review: sbdm reviewed the manufacturing record for lot 1805042, no abnormality was observed. Root cause: based on investigation, sbdm found defective stopper in the complaint sample. The likely cause is that when the stopper was formed by injection molding machine, there was temporary malfunction. Also, another possibility is that the line worker adjusts injection condition according to inspection result every 2 hours. During this time while adjusting injection condition, one of test injection component sample got into a final product box and the line worker missed it, and the defective stopper move onto assembly process and into finished good. Sbdm has in house CAPA-19-019 in place to monitor defect.

Event description:
It was reported that bd¿ syringe boin tube 5ml 21g 1-1/4in leaked. This occurred on 100 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: defective stopper molding. When the user collects blood, the stopper is separated from the plunger and the blood leaks behind the stopper.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe boin tube 5ml 21g 1-1/4in leaked. This occurred on 100 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: defective stopper molding. When the user collects blood, the stopper is separated from the plunger and the blood leaks behind the stopper.